Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads dislodged twice in the past. Follow up indicated that one day post implant, the patient's right atrial (ra) lead dislodged once. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.